Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017; 4196-88 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead capture threshold was high and that the pacing impedance rose to a high/undefined impedance value. The ra lead was capped and replaced. It was also reported that the right ventricular (rv) lead had high/undefined bipolar pacing impedance, superior vena cava (svc) impedance and rv coil impedance during the replacement procedure for the ra lead. The physician swapped the rv coil and svc coil in the header and then programmed the svc coil off. It was later reported that the patient presented to the clinic, fifteen days after the procedure, due to an audible alert. Interrogation showed rv pacing impedance to be high/undefined, oversensing on the tip-ring portion of the rv lead and short v-v intervals. Further reprogramming was performed, and the patient was referred to another healthcare provider to discuss the possible replacement of the rv lead. It was further reported that the rv lead had a possible fracture as another alert triggered for high rv impedance and high rv bipolar impedance. The rv lead was explanted and replaced. It was further reported that during the rv lead replacement, the new rv lead was unable to be advanced all the way into the header. It was noted that upon closer observation, there appeared to be a small piece of metal in the high voltage port of the ICD, which kept the lead from advancing into the header. The ICD was subsequently replaced. The capped ra lead was also removed at this time. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.